Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during the implant of this right ventricular (rv) lead, eight positioning attempts were performed due to poor measurements and poor anatomical position. During the positioning attempts the patient's heart rate increased and pain was felt on the right side. An echocardiogram was obtained that confirmed a pericardial effusion due to lead perforation. The pericardial fluid was drained and the implant procedure was abandoned. This rv lead was removed prior to pocket closure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.